Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent jailing occurred. The target lesion being treated was located in the proximal left circumflex (lcx). The lesion was 95% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. During the index procedure, after the 3.0x16mm taxus liberte stent was placed, the atrioventricular branch was jailed. This was treated with balloon dilation in the jailed region. This resulted in the complete resolution of the jailed branch. No patient complications were reported and the patient was discharged 1 day later on aspirin and prasugrel.